Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. On (B)(6) 2015 the device was explanted and replaced successfully. No adverse consequences to the patient were reported.